Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device impactor operated unintentionally due to the rear housing being separated from the mid-plate and the trigger came loose. It was also determined that the device failed pre-test for visual, intermittent and final assessment. Therefore, the reported condition was confirmed. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The assignable root cause was determined to be due to component wear. UDI:(B)(4).

Event description:
It was reported that during set up the impactor device no loner operated correctly, lost power and would not fire. It was reported that multiple batteries were tried in order to trouble shoot. During an in-house engineering evaluation, it was determined that the device had unintended activation/motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.